Manufacturer narrative:
Multiple attempts to obtain additional information and device return have been unsuccessful. Conclusion: based on the implant duration of the device (7.5 years) it is unlikely that the device was explanted due to any potential manufacturing issue. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 7.5 years post implant of this bioprosthetic valved conduit in a pediatric patient, the device was removed and replaced with a medtronic transcatheter bioprosthetic pulmonary valve. The reason for the explant was not reported. There was no report of adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.